Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 14 jan 2020 were reviewed. On (B)(6) 2015 the patient had a right total knee arthroplasty to address right knee end-stage osteoarthritis and pain. Depuy cement x2 was used. No intraoperative or postoperative complications were noted. On (B)(6) 2019, the patient had a right total knee arthroplasty revision including the femoral and tibial components due to aseptic loosening and pain. The tibial component was completely loose from the cement, the femur was noted to be well fixed, but was still revised. Excess scar tissue around the patella was removed, but no allegations of removing the patella were made. Competitor components and cement x2 were utilized. Doi: (B)(6) 2015; dor: (B)(6) 2019; (right knee).